Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a defect, split in patch, this defect is considered a workmanship. This condition is not related to the reported event. Even though there is one month out of upper control limit, there is not an increasing adverse trend related to this event. The issue with split in patch will continue to be monitored and a corrective action will take in the future if deemed appropriate.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 15/oct/2018 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation and observed split in patch. Cloudy gel and bubbles were observed after autoclave disinfection process. A weight test of the device was verified and the device was within specification. In additional analysis it is observed: a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa 199.04. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: observed a separation of patch/shell bond at edge of shell hole, not related to the reported complaint. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The device has been explanted.